Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold values at 6v. Both sensing and impedance measurements were within the normal range. The physician tried to reposition the lead several times as the sensing value was less than 5 mv. The physician then implanted this lead in the septal position, and the final measurements were within the normal range. This rv lead remains in service. No adverse patient effects were reported.